Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had alarmed unexpected restart. Customer's blood glucose was unknown. Customer is returning the insulin pump for further analysis.

Manufacturer narrative:
The insulin pump passed the reset error test with no reset error alarm. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube and tube window and a cracked cae near the display window corners.